Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic for examination after 3 years and in situ testing revealed affected channels. The user had only been wearing the device intermittently. No accident or trauma has been reported. Re-implantation is planned for (B)(6), 2022.

Event description:
The user visited the clinic for examination after 3 years and in situ testing revealed affected channels. The user had only been wearing the device intermittently. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.